Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown, but was reported to possibly be due to a colon infection. On the same day as the onset, the patient was hospitalized for the peritonitis. Three days after hospitalization began, dianeal therapy was discontinued and the patient¿s apd catheter was removed. The following day, the patient was started on hemodialysis. Additional treatment for the peritonitis was unknown. The patient was discharged from the hospital six days after being admitted. It was reported that the patient was recovering from the peritonitis event. Additional information was requested but is not available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.